Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the smoke on the dimension xpand plush instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked primary control board (pcb), power supply, personal computer (pc) and transformer surroundings but no issues were found. The cse replaced the pc and the power supply unit. The cse measured samples and the result was within range. The cause of smoke being emitted from the instrument is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Smoke was emitted from a dimension xpand plus with hm instrument. The instrument was powered off and unplugged. There were no injuries to laboratory personnel and no patient samples were affected due to the smoke emitted from the system.